Manufacturer narrative:
Investigation - evaluation: (B)(6) from (B)(6) hospital in hong kong informed cook on (B)(6) 2020 of incidents involving retracta detachable embolization coils. On (B)(6) 2020, during a renal artery embolization procedure, the retracta coils were unable to be deployed in the patient. Five nester coils were placed instead to complete the procedure. The torque device packaged with the retracta coils was used. The target site for deployment was the right renal artery. The patient had tortuous anatomy. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (6865847) and the related coil and delivery-wire subassembly lots revealed no recorded non-conformances. A database search did not identify any other events associated with the reported device lot. As there are adequate inspection activities established, there is objective evidence that the DHR was fully executed, there are no relevant non-conformances, and no additional complaints have been received from the same lot, cook has concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿retractatm detachable embolization coils¿ [t_mwcer_rev5], provides the following information to the user related to the reported failure mode: intended use: ¿the retracta detachable embolization coil is intended for arterial and venous embolization in the peripheral vasculature.¿ warnings: ¿the retracta detachable embolization coil is not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolus within the catheter.¿ precautions: ¿prior to introduction of the embolization coil, flush the angiographic catheter with saline.¿ product recommendations: -¿the following catheters are recommended for use with retracta detachable embolization coils: hnb(r)4.0-35, hnb(r)5.0-35, hnb(r)5.0-38, scbr-5.0-38, scbr-4.0-38.¿ instructions for use: -¿6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." -¿8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until the coil detachment can be either felt or visualized under fluoroscopy.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event has been traced to component failure unrelated to a deficiency in manufacturing/device design. It is possible that the failure could have occurred due to improper handling of the device during deployment, difficult patient anatomy, inadequate product planning (sizing), or preparation for use. It is also possible that the junction was outside of the tip of the catheter during deployment. Without the support and stability of the catheter tip, it is very difficult to release the coil. Keeping the junction just inside the catheter tip during release is stated in the IFU. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of retracta detachable embolization coils for an embolization of the right renal artery. During the procedure, the operator noted 3 retracta coils were not able to be deployed. The coils could not detach from the pushable wire at the target site. Another similar device was used to successfully complete the procedure. It was noted that the patient had tortuous anatomy. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The two 14x14 retracta coils are captured under patient identifier number (B)(6). The one 14x18 retracta coil is captured under patient identifier number (B)(6) (this report).